Event description:
A report was received that the patient is charging more frequently. Patient database analysis showed that the ipg appears to exhibit premature battery depletion.

Event description:
A report was received that the patient is charging more frequently. Patient database analysis showed that the ipg appears to exhibit premature battery depletion.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The profile revealed a particular period where the battery depletion rate was not within the normal range. Sleep current measured higher than normal range. These test results are characteristics of analog ic damage due to high-voltage transient, and suggests that the ipg had been exposed to an environment similar to the electrocautery usage. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (B)(6).

Event description:
A report was received that the patient is charging more frequently. Patient database analysis showed that the ipg appears to exhibit premature battery depletion.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient is doing well following the revision.